Event description:
Patient was a fresh post-op patient. Nurse was titrating epinephrine drip down and alarm went off with red light, stating that the door was open when it was not. The epinephrine was not running while the pump was alarming, putting the patient at risk for hypotension. Pt was also receiving an IV fluid bolus at the time, so did not become hypotensive during short time it took to start a new channel with the epinephrine drip.